Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical degeneration and underwent anterior cervical discectomy and fusion. Post-op, due to non fusion, anterior cervical plate backed out after 6 months. No patient symptoms or complications were reported at this event. No additional treatment or surgery performed as the result of the event.

Manufacturer narrative:
Image review: post op x-ray for c5-t1 acdf and intra-op x-ray shows that the superior screws at c5/c6 along with the plate have backed out. Partial placement appears appropriate. Unable to determine fusion status on provided imaging. Peek interbody graft appears to have been used. There is some subsidence of superior grafts and change in angulation of the screws. If information is provided in the future, a supplemental report will be issued.